Event description:
Affiliate reported that after implantation, it was noted that ventricles of the patient's brain became too large. The surgeon suspected that fluid did not flow through the device. As a result the device was removed.

Manufacturer narrative:
Upon completion of the investigation it was noted that only the valve mechanism in the valve casing with siphon guard was returned, the silicone housing was not returned. During the testing of the device it was found that programming could be achieved and the flow was normal. The device could not be pressure tested due to the condition the device was received. It is also not possible to determine the root cause for the condition the device was received in. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.